Event description:
Discordant, falsely elevated sodium results were obtained on two patient samples on an advia 1800 instrument. The discordant results were not reported to the physician(s). The samples were rerun on the same instrument after replacement of an electrode and resulted lower. The rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). During troubleshooting, the customer stated that the samples had resulted as expected after replacement of the electrode. The cause of the discordant, falsely elevated sodium results was a malfunction of the electrode. The instrument is performing within specifications. No further evaluation of the device is required.